Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and found that numerous parts contaminated by biohazard. The service technician replaced analog board, flow valve, oxygen blender, solenoid manifold and turbine manifold.

Event description:
The customer reported that biohazard fluid traveled through the circuit into inspiratory connector of the ltv 1000 unit and parts required replacement. At this time, patient involvement associated with the reported event is unknown.